Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed a haptic was bent and evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and could not get it to unfold in the eye. The incision was enlarged slightly to remove the lens and sutures closed the wound. The reporter stated the incident was due to a loading error.